Event description:
It was reported that after changing all diabetes supplies, the user experienced rising glucose values on the ilet with continuous delivery via a cd infusion set, increasing from approximately 200 mg/dl to 250 mg/dl, with a confirmatory fingerstick of 241 mg/dl; the user noted eating part of an apple without announcing it and verified tubing patency by observing drops before reconnecting and resuming insulin delivery. Symptoms included no reported clinical manifestations. Outcomes included transient hyperglycemia without medical intervention, alarms, or hospitalization. Investigation included guided troubleshooting focused on infusion set and tubing function and education on carbohydrate announcement and device use. Investigation of this case revealed no device alarms or mechanical occlusion observed during tubing test, and the event was consistent with hyperglycemia of unclear cause with a potential contribution from unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.